Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsb45 device cannot be opened. The device was on tissue and had to do add'l resection to complete the case.